Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The primary disease was acute myocardial infarction. Details of the lesion are unknown. On the first inflation, the 1.5x8mm apex balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.